Event description:
It was reported that during an scs implant procedure a csf leak occurred when attempting to place the second lead. Both leads were explanted. Postoperatively the patient reported a headache and the physician administered caffeine to the patient. Effective therapy was established postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.